Event description:
It was initially reported by the site that they received an error message when they tried to interrogate the pt's generator. No additional details of the event were given. Good faith attempts to obtain additional info has been unsuccessful till date.